Event description:
A return was received stating that upon set up, the flap inside the tubing that wasn't cut off was blocking the tubing. Another pack was opened and used in its place. There was no pt procedure or delay involved.